Event description:
It was reported that the system 9900 locked up during a procedure. The system was reinitialized and there was no further incident. There was no adverse pt involvement reported. All reported pt info has been recorded above.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software was reloaded. The system was tested and found to be working as intended and placed back into service. The failure then reoccurred within the day. The lock up was a communication failure. The fluoro function and generator interface circuit boards were placed on order for possible replacement. A follow up report will be filed when add'l details become available.